Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 - phone, (B)(6) 2015 - phone, (B)(6) 2015 - phone. A ge healthcare field engineer performed a checkout of the equipment and a review of the logs. The display was replaced and the software was upgraded, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the display went off. The clinician reportedly rebooted the unit and resolved the reported complaint. There was no reported patient injury.